Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient stated they could not get their communicator to connect to their pump. The patient stated most of the time it could take up to 5 minutes to sync. The patient mentioned they had called in a couple days ago and they walked through clearing the data and resetting the phone. The patient also mentioned they had to put the communicator straight to the skin and couldn't even put it over the shirt anymore. The agent walked patient through resetting bluetooth and location on the device. The patient then tried to connect and reported seeing no pump responsive. The issue was not resolved through troubleshooting. A request was sent to the repair department for replacement. Additional information received from the patient indicated that they received the replacement communicator however they still could not get the communicator to sync and they were getting the not found message. The agent walked the patient through to connect the communicator to their pump. The patient confirmed that the communicator showed a blinking blue light and suddenly the patient tried connecting the old communicator and got the no pump found message. The agent reviewed information. The agent told the patient to turn off the old communicator and helped them pair the new communicator. The agent told the patient to try moving the communicator around the pump until the retrieving pump settings message showed on the handset, but they were still getting the no pump found message. The agent reviewed information. Troubleshooting steps taken on the call didn't resolve the issue. The agent had the patient reach out to their health care provider and told them to contact technical services to further investigate.

Event description:
Information was received from the patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that they were seeing service code 338 on the controller and it could take up to 5 minutes to connect to the pump. Agent walked patient through clearing the data from the application. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.